Manufacturer narrative:
This report is submitted on april 4, 2019.

Event description:
Per the clinic, the patient experienced wound breakdown, extrusion of the receiver-stimulator and infection at implant site. Subsequently the patient was treated with oral antibiotics and was hospitalised and treated with IV antibiotics (date and duration not reported). The infection could not be resolved, therefore on (B)(6) 2019 the receiver-stimulator was explanted and the electrode array was left in-situ.